Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port released smoke while charging, resulting in the usb rubber door to melt. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.